Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID neu_unknown_lead, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative.

Event description:
It was reported that the patient experienced an overstimulation sensation. The patient stated the stimulation was too high, almost to the point of pain. It was also reported that, yesterday, the patient went to turn down the stimulation on their implantable neurostimulator (ins) and got a power-on-reset (por) message (¿call your doctor¿ icon). In addition, the patient was unable to adjust the stimulation. The patient state that their healthcare professional did not know regarding the issue and told the patient to call the manufacturer. Additional information was requested but was not available at the time of this report. See also manufacturer¿s report # 3004209178-2014-05554 for prior lead issue.